Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified sensor failure occurred. It was indicated that an alternate site insertion occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause of the early sensor expiration was determined to be potential patient misuse as the session looks to have been stopped on a dual display device. The reported event of an unspecified sensor failure is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.